Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital with sepsis. An echocardiogram revealed vegetation on the leads. The patient had developed an infection. The system was explanted. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition post procedure.